Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-33, lot # v115893, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation in their pelvic region from their implantable neurostimulator (ins). The patient stated that they had their changed out last thursday (due to normal battery depletion) and now was ¿electrocuting¿ them and ¿its so painful.¿ it was noted that this started on sunday and had gotten progressively worse. The patient also reported that they had to shut it off yesterday. The patient first turned it down and right now they were at 0.5 volts and turned it back on today and ¿is not so bad.¿ the patient noted that they never experienced this with their last ins unit. The patient described the feeling ¿like getting tasered¿. It was also reported that, yesterday, when they bent over to pick something up it shocked them and sent them ¿to her knees¿ because it was so strong. The patient noted that the stimulation was at 1.7 volts and, before that, it was at 2 volts (2 volts is what it was set to at the hospital). The patient confirmed that they turned the stimulation back on today and lowered it to 0.5 volts. The patient stated that ¿it was a sudden change¿ and did not matter on the position they were in ¿ it just shocked them in any ¿location.¿ additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.